Event description:
Healthcare professional reported paint was "very worried about recall¿ ,¿bilateral liquid leakage¿, ¿small calcifications¿, ¿accommodation folds" and "thin layers of liquid adjacent to the devices¿.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional/changed data:

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patients' relative reported "pain and discomfort, device ¿displacement¿ and capsular contracture (grade unknown)." The device has been explanted. This record is for left side.